Event description:
Following a post-operative x-ray, it was noted that two yukon screws fractured bilaterally at the shaft. Revision surgery is not planned at this time. This report represents the first of two screws.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Initial surgery was performed in mid on (B)(6) 2020. Surgery notes are not available. Screw holes were prepared using pedicle feeler and tap. Construct spanned from c2-t1. Screws broke at 6 weeks of initial surgery. Fusion was not achieved. Activity level of the patient was normal and patient did not experience fall/ trauma after initial surgery. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: patient bone quality, excess post-op activity, overload on construct, patient fall, etc. H3 other text: device remains implanted.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
Following a post-operative x-ray, it was noted that two yukon screws fractured bilaterally at the shaft. Revision surgery is not planned at this time. This report represents the first of two screws.